Event description:
The tfb-3-30 was prepared for use. The delivery system was inserted over a guidewire into the right iliac and advanced up the aorta. The stent was advanced until the markers were in position. The graft system was oriented and the first covered stent was deployed by withdrawing the sheath was withdrawn. After verifying orientation of the contralateral limb, the sheath was withdrawn further until the contralateral limb was deployed. The position of the main delivery system was verified. The safety lock from the black attachment of the trigger wire release device was loosened. The trigger wire release device was pulled, but would not pull out, moving no further than 1-2cm. Considerable pressure was placed on the trigger wire trying to release it. As a result, the inner stylet/cannula bent. The trigger wire was then cut from the release device. In an attempt to deploy the suprarenal attachment stent, the pin vise was loosened and the top tap cannula was advanced. It also became jammed, possibly because the trigger wire had not released. After much trial and error, the procedure was subsequently abandoned. A vascular bifurcated graft was inserted during surgery and the stent was retrieved.